Event description:
Patient into lci today for civ pump chemo cassette change. Chemo cassette is set to infuse over 24 hours. When patient arrived for cassette change she still had approximately 240cc (of 500cc) left to infuse even though it should have been completed. Upon inspection the tubing in the pump was twisted and wedged under the plastic cover creating a partial occlusion. Patient reports the pump did not alarm occlusion during the night. This rn did clamp the tubing to check the occlusion alarm and it did alarm as expected. Her left PICC was flushed and had an excellent blood return. Doctor was notified. The remainder of un-infused chemo was wasted and a new bag was initiated per doctor's order. The new tubing was taped in the pump so it could not move within the chamber. The pump was turned on and observed infusing without alarm for 30 minutes. The tubing was also clamped to test the alarm and it did alarm occlusion as expected.